Manufacturer narrative:
To date, the intraocular lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a toric intraocular lens (iol) was implanted, and then it subsequently rotated 90 degrees. The implant date was reported to be (B)(6) 2016. The lens was rotated back into place on (B)(6) 2016 in a secondary surgery. Doctor noted vision was off on post op day 1. When patient's eye was dilated, the doctor could see that the lens had rotated; however, he did not know whether the lens rotated during the initial surgery, or if it happened overnight. No further information was provided.